Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a display problem. There was no report of patient harm as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.